Event description:
One touch ultra meter was displaying error 4. A diabetes educator was contacted. Pharmacy exchanged the test strips. The error 4 still displayed with the new strips. Testing temperature is within range. Diabetes educator was contacted again and gave patient a new meter. With the new one touch ultra meter the reading was 157 mg/dl. No treatment was given. No symptoms of high or low blood glucose. The customer care representative performed troubleshooting and the error 4 displayed. The meter was replaced and return expected.